Event description:
It was reported that the intra-aortic balloon (iab) experienced an fo sensor failure on a sensation plus 40cc iab. The report states that the alarm occurred while changing the dressing of the iab catheter on the patient. No harm occurred to the patient due to this issue, and therapy was not interrupted.

Manufacturer narrative:
Due to character limit in block e1 initial reporter full name is bill lin rn charge. The device was not returned and could not be evaluated. It was discarded by the user. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation conclusions), h11. Corrected fields:d7a, e1(event site email). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. (B)(4).